Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that t.w. Power supply would not work. They went and looked at the device and could not get it to power on. Plugged in and turned on but green light never lit up. No harm to patient. Slight delay when they replaced power supply for case.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 04/09/2025. An investigation was conducted on 04/09/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the returned power supply. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply were, indicating no power was delivered to the device. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did failed the pre-cautery test. No visible steam or heat was produced when the device was activated and no tone was audible from the power supply upon activation. No additional testing was conducted due to the device not having power. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. An engineer evaluation and final testing of the power supply was conducted on 05/28/2025. The complaint was confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc. Low current output: 4.0 amps dc +/- 0.05 amps dc. High current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a precision fluke multimeter model 8846a (bmram ID# (B)(4) and the complaint lab's hemopro power supply test box. The test results were as follows: no load voltage output: 0.00 vdc (failed test). Low current output: 0.00 amps dc (failed test). High current output: 0.00 amps dc (failed test). The complaint vasoview hemopro power supply failed all three output tests confirming that this power supply is malfunctioning and unable to deliver energy. Additionally, it was observed during the testing, that the led power-on indicator and led indicator light located next to extension cable connector were not illuminating which is not normal. Based on the manufacturing engineering evaluation, the reported failure "failure to deliver energy" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) the vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.